Manufacturer narrative:
MDR / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient faced adhesive issue with two infusion sets on (B)(6) 2026 as tape was not sticking. It was stated that the infusion sets fell out.